Event description:
It was reported that a dissection occurred. The patient presented with anterior wall myocardial infarction. The 90% stenosed, moderately tortuosity and mildly calcified target lesion was located in the left anterior descending artery (lad). Following pre-dilation of the lesion with 2.50 x 12 mm and 3.00 x 12 mm non-compliant balloons, a 4.00 x 28 mm promus premier stent was deployed at 14atm for 12 sec. After deployment a type b distal stent edge dissection was noted. The stent was post-dilated with a 4.00 x 12 mm non-compliant balloon at 14atm. The dissection was covered with a 4.00 x 12mm promus premier stent, and the procedure was completed successfully. The patient was stable post procedure.